Event description:
The hcp reported the patient had been experiencing withdrawal symptoms and increased pain. The patient was treated with supplemental oral morphine for pain. The pump was explanted and replaced. The patient is reported to have recovered without sequela.

Manufacturer narrative:
Final device analysis results reveal no anomaly found - normal device function.